Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision due to infection.

Event description:
It was reported that a revision of a monobloc stem that was implanted in december 2017. The patient's hip was regularly dislocating. The surgeon suspected that the hip was infected. Upon accessing the joint the stem and shell, both came out with little effort. The surgeon stated that the hip was infected causing loosening of the stem and re-implanted a hip interspace. The patient was stable upon leaving the operating room. This is one of seven products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00129, 1038671-2018-00130, 1038671-2018-00131, 1038671-2018-00132, 1038671-2018-00133, 1038671-2018-00134.

Manufacturer narrative:
This device is used for treatment not diagnosis.